Event description:
It was reported that a foreign matter was found on the burr. The target lesion details were unknown. A 1.50mm rotalink burr was used to treat the target lesion. Upon unpacking, it was noted that there was a chunk of material at the end of the burr which looked like a clump of the diamond chip material used on the burr. The procedure was completed with another same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).